Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Tandem technical support assisted customer in loading another new cartridge on, customer still received the minimum full message. Customers blood glucose levels were not impacted. Pump to be replaces and customer will revert to manual insulin injects as backup therapy.